Event description:
3/4 reference (B)(6) for related complaints) . Per complaint form: tubing set did not prime within the specified fluid range (~6ml). No injury.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-06899. The report was submitted in error.